Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads, a broken belt clip slot and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's father reported customer walked into the ocean with her insulin pump and now there is liquid under the lcd screen. Customer's blood glucose was 75 mg/dl. During the call, customer's blood glucose was 220. She treated with an insulin pen. There is also a hairline crack by the display screen. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. By the end of the call, customer's blood glucose was 150 mg/dl. Nothing further reported.